Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was receiving different values from the receiver and the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data provided for evaluation. The reported event of a discrepancy between the receiver and g5 mobile application reading could not be determined. A root cause could not be determined.